Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed the catheter shaft was fractured at the location of the kink. The shaft was fractured open at a location that could enter a patient's body. The allegation of a kink was confirmed, with the most likely cause be traced to an unintended use error causing or contributing to the event.

Event description:
Reportable upon analysis: it was reported that during a cryo-ablation procedure using a polarmap catheter the shaft was kinked. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received at boston scientific's post market laboratory for analysis. Analysis of the device revealed a shaft fracture.